Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified coronary artery. A 3.5x12mm taxus liberte' stent was advanced to the lesion but could not cross. When the device was removed from the patient, a bent stent strut was noted. The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as fine. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - the stent delivery system device with the stent was visually, tactilely and microscopically examined along the entire length. There was blood visible in the distal shaft. Microscopic examination of the stent implant identified damage on the proximal end of the stent; two struts in the first proximal row were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified coronary artery. A 3.5x12mm taxus liberte' stent was advanced to the lesion but could not cross. When the device was removed from the patient, a bent stent strut was noted. The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as fine. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4)